Event description:
On (B)(6) 2013, the patient claimed the animas insulin pump has power issues. The subject pump is rebooting several times a day. The subject pump did not have physical damage or moisture within. There was no evidence of product misuse. The issue was not resolved with troubleshooting. There was no reported patient impact associated with this complaint. This complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
Follow-up # 1 date of submission 07/25/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history showed evidence of reboots. No damage was found to the battery compartment. The battery cap was not returned. A test battery cap attached to the pump securely and the pump powered on normally. The pump was exercised for 24 hours and no power issues occurred. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. The complaint could not be duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, product investigation has not been completed. Once evaluation has been completed, a supplemental report will be filed. No conclusions can be made at this time.